Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined the root cause as due to user fault - calibration failure. While performing the o2 valve calibration the supply pressure drops to below 1.00 bar. Request for logfile but no update received from customer after several attempts.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, no further evaluation can be identified. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000 frequency and tidal volume became unstable during ventilation. The doctors from the hospital doesn't want to use bellavista ventilators. They claimed that the patient is uncomfortable if they uses bellavista ventilators. Using the same setting, they removed the patient and placed on a pb840 ventilator, the patient feels comfort and breath quite comfortably. Furthermore, there was no patient harm or injury associated with the event.